Event description:
Falsely elevated cnti results of 3.32 and 1.85 ng/ml were obtained on samples from two different pts. These results were reported to the emergency department. The original sample from pt #1 was retested and a result of 1.55 ng/ml was obtained. The technician respun and retested both samples. The sample from pt #1 was retested in duplicate and results of 0.05 and 0.00 ng/ml were obtained. The sample from pt #2 was retested and 0.09 ng/ml was obtained. Corrected results were reported to the emergency department but the physician has already transferred the pts to another facility. There was no report of adverse health consequences as a result of the falsely elevated ctni results. Analysis of instrument and sample data indicated sample integrity issues which were corrected after the speciments were centrifuged again.